Event description:
During a ptca procedure, the tip of the pt2 guide wire detached in the pt. Coronary angiography showed normal myocardial supply type with two stenotic vessels being the left anterior descending (lad) and the obtuse marginal coronary artery. It showed chronic occlusion in the central lad with pronounced right/left collaterals, also some less pronounced left/left collaterals and also long stenosis of the marginal branch. The procedure was started with an attempt of recanalization of the lad occlusion. It was probed gradually with a pt2 guide wire, fitted with a 1.5/20mm balloon. Ptca at 2 sites with the balloon did not result in flow into the periphery. The pt2 guide wire was successfully extracasation was formed in the region of the origin or the diagonal branch. The lad and diagonal branch periphery showed little contrast. The procedure continued with stening of the marginal branch. The vessel was probed with the jl4.0/6f guide catheter and a pt2 guide wire. A 2.5/24mm yukon-des stent could not be inserted directly into the marginal branch, not even following pre-dilation with a 2.5/20mm balloon (stent application time 90 sec, and then 135 sec). The guide catheter was changed to al2.0/7f, working with a bmw guide wire. At that time, it was ntoed that the flexible pt2 guide wire distal tip was left in the 2.5/20mm balloon, the yukon-des stent was then expanded at 14 bars after 50 seconds, with a good primary result. At the end, the flexible pt2 wire tip was removed from the vessel using a gooseneck loop snare. No deterioration in pt health was reported.